Manufacturer narrative:
The endowrist vessel sealer instrument was returned for evaluation. Failure analysis did not confirm the customer reported complaint. The instrument passed electrical continuity testing. The instrument was installed into the instrument control box (icb). The blue light indicator on the icb lit up on indicating power was being delivered and unit was properly connected. Multiple self-tests were performed on the instrument and it successfully passed. The instrument installed on an in-house system passed energy activation with no occurrences of error codes or error messages. There was no loss of power or intermittent energy observed. Grip force testing of all wrist orientations were found to be with in specifications. The instrument passed the electrode gap test and the gap was found to be within specifications. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted colon resection procedure, the endowrist vessel sealer instrument did not seal the patient's tissue. While there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event if the failure mode was to recur. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci assisted colon resection procedure, the surgeon felt the endowrist vessel sealer instrument was not sealing all the way through. There was no report that any fragment(s) from the instrument fell into the patient and there was no report of any patient harm, adverse outcome or injury due to the sealing issue. The planned surgical procedure was completed. After following up with the intuitive surgical, inc. (Isi) clinical sales representative (csr) it was confirmed that the target tissue was the inferior mesenteric artery (ima) and was less than 7mm in size. Characteristics of the mesentery tissue were considered to be normal. During the sealing cycle, the appropriate audible tones were noted and tissue effect was observed. The surgical staff also observed the occurrence of the audible tone denoting that the sealing cycle was complete. There were no error messages or codes generated on the erbe or system during the sealing cycle indicating any issue during the sealing cycle. The vessel sealer instrument was in use for less than 10 minutes prior to the reported event. The procedure was completed as planned, however surgeon needed to use a stapler instrument to control very minor bleeding. The quantity of blood loss could not be provided, but it was considered to be very minimal.